Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt as well as cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing poor headpiece retention and loss of lock due to thick skin flap. Revision surgery will be scheduled.